Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the (B)(4) issued (B)(4) 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21 cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys ez plus. This complaint is deemed inconclusive; a device evaluation was not possible, as it was not returned. A review of the device history records indicate the device was serviced and tested, found fully operational with satisfactory test results and working within specification. No other complaints were found against this device lot number ((B)(4)). In order for the blockage alarm to be triggered, the fluid handling pathway must be "fully" occluded, if a "partial" blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. In regards to the leak alarm, the system is designed to assert a leak alarm when the fluid has cleared the tubing set and air has been freely flowing through the tubing greater than 3.5l/min. The system was holding the negative pressure most likely as a result of a partial blockage and a leak not significant enough in order to trigger an alarm. Presence of partial blockage is supported by the information provided which indicates that leak alarm sounded approximately 4-5 minutes after the nurse started to lift the film up. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.

Event description:
Renasys ez plus pump #(B)(4). On (B)(6) 2013 nurse reported to (B)(6) (during rounds) that she was taking the pump off because the patient was bleeding. The nurse said the wound nurses changed the dressing at about 4:30 or 5pm. At 7:15 the nurse checked the dressing and it was leaking red blood down the side of the dressing. A call was placed by the rn to dr (B)(6) and the wound nurse. They said to take it off and put a moist dressing on. Below the wound there was a large blood clot under the transparent film, patient was lying on rt side, the transparent film was not fully lifted up. Blood was leaking from the dependent side, there was a moderate amount of blood on the sheets, patient's gown and pad. Pump was on, continuous at -125 mmhg pulling bloody drainage, 75cc in canister. The renasys ez plus pump was not alarming. The pump was turned off when (B)(6) and the rn came in the patient's room to look at dressing. Turned pump back on when dressing being removed to monitor pump and remove additional blood in dressing and tubing. Nurse removed the drape, black foam dressing and 1 piece of acticoat flex from tunnel. After the dressing was completely removed the pump set off a leak alarm (did not get exact time of how long it took the pump to alarm) approx. 4 to 5 minutes from the time nurse started to lift film up. The black foam was compressed against the soft port during and after removal with the pump running. Blockage alarms tested on pump at bedside by compressing on the canister tubing and then again on the soft port pathway. Blockage alarms received in both instances. Therapy discontinued and a moist dressing was applied.